Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that during use, the plastic part of the tip came off due to poor adhesion. Another product was used instead. The procedure was completed without further issue. There was no known patient impact.

Manufacturer narrative:
Analysis found that visually, the tracker hub came loose from the irrigating collar which would have resulted in the reported event. The portion that became detached would not result in an un-retrieved device fragment. There were no signs of misuse or mishandling. The tracker hub shall be bonded to the outer hub using adhesive per the manufacturing instructions. When viewed under magnification there was a residue consistent with adhesive on the mounting area. Although it appears that adhesive was present, the information indicates there was insufficient adhesion which resulted in the component coming loose. If information is provided in the future, a supplemental report will be issued.